Event description:
The customer reported that the pt was being treated in continuous veno-venous hemodiafiltration (cvvhdf) mode. After this treatment, the prisma machine was switched off and restarted choosing a continuous veno-venous hemofiltration (cvvh) treatment, selecting "same pt". The cvvh mode was chosen to save the dialysate setting even though no dialysate bag is used in cvvh mode. At this point, they saw the accumulate dialysate fluid volume from the previous cvvhdf treatment in the prisma status screen "actual pt fluid removed".

Manufacturer narrative:
Neither pt injury nor medical intervention was reported/required. The reported condition had no impact on the actual pt's weight removal. Our investigation has determined that selecting "same patient" but changing therapy mode caused the machine to show the dialysate flow even though not in use.